Event description:
Medication pump over-delivered, 900mls of fluid had been infused in the time period of 2 hours and 20 minutes instead of the intended time period of 9 hours. The lvip pump mechanism for fluid control became disabled due to a residue from an unk substance. It appears that the substances infiltrates the pump through the edges of the membrane-free assembly. The amount of fluid that infiltrates into the mechanism depends on the angle of the front of the pump and amount of fluids involved. Per the MFR, if enough fluid infiltrates it seemingly can contaminate the pump mechanism. The MFR has not clarified how much fluid infiltration leads to this seeming contamination. This may cause, in some circumstances, the pump to free-flow for part of the pump cycle. This is what was determined to have happened in this incident based on assessment with the MFR.